Event description:
Clinical trial. It was reported that during a coronary artery stenting procedure the stent embolized and was deployed at an unintended site. The target lesion was in the 2.7x12mm, moderately tortuous, 55% stenosed proximal rca. The site reported that the 2.75x16mm express2 bare metal stent came off of the delivery system while attempting to pass through previously placed stents. The stent was crushed against the previously placed stents in the proximal rca using an angioplasty balloon. There were no pt complications as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filled.